Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: upon removing the gall bladder, the rubber part under the balloon was torn and fell into the cavity. The balloon did not rupture. The fallen rubber part was retrieved from the cavity and reattached to the device. The procedure was completed without further problem. No bleeding, no tissue damage, no pt harm, operating room time not extended.

Manufacturer narrative:
(B)(4).